Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission xx/xx/xxxx device evaluation: the device has been returned and evaluated by product analysis on 07/20/2015 with the following findings:.1-por event observed in the black box on (B)(6) 2015, several¿cs064¿ alarms observed as well, the battery compartment is cracked below the bumper pad, no battery/cartridge caps were returned, test battery/cartridge caps were used..2-the display contrast is dim and reddish, ¿ez-prime¿ steps were performed correctly, no power interruption or any eaw occurred during the investigation, unable to duplicate ¿no power¿ complaint..3-the pump¿s cover was removed, no intermittent condition was found to the pcb or to the cgm module.